Manufacturer narrative:
The generator was returned for failure analysis; however, no issue could be found. This unit was installed onto the test system and manually power cycled 10 times. The e-100 powered on with no issue each time. The vessel sealer instrument was installed onto unit with a saline dipped gauze in the jaws. E-100 was fired with yellow pedal/sync activation a cut/seal about 100 times. Unit worked fine without any issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the clinical sales representative (csr) called technical support engineer (tse) to report continued e-100 errors during use. The site informed the tse that the system and e-100 generator has been restarted multiple times, but issues continue to return. The tse walked through a hard power cycle on the e-100 and erbe generators. The surgeon was able to continue with the procedure as planned to use the erbe generator. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information based on a follow-up: the system's functionality was checked upon powering on the system. The system initially powered on with errors. To resolve the reported issue, the site hard restarted multiple times before calling dvstat.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced generator e-100 to resolve the issue. The system was verified and ready to use. Isi has not received the generator for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.